Event description:
It was reported that the customer was unable to remove air bubbles from the reservoir. The customer stated that she pulled down the plunger and then brought it back up to fill. However, she stated that it would not go back up. Confirmed that customer was using the proper reservoir filling technique. The customer's blood glucose was 128 mg/dl. Advised customer that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Inspected 7 opened/used reservoirs performed pre-fill reservoirs test per (B)(4) and instructions for use (B)(4). One of seven reservoirs failed per inspection found reservoir transfer guard needle occluded. 6 remaining transfer guards needle passed per inspection.